Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that, after falling while wearing the pump, the pump display screen became damaged and blank. The pump was still making audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings:investigation revealed that the display screen was blank during startup. Visual inspection to the display screen showed that it was cracked. The display was replaced with a test display, and the display functioned normally. Investigation also revealed that the display screen lens was scratched, which obstructed readability. Unrelated to the complaint, investigation revealed a small crack at the opening of the battery compartment and corrosion was observed within the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.